Event description:
It was reported that patient was implanted to treat bladder control/leakage and since implant his neurostimulator (ins) had not help ed with his situation. It was noted that patient had tried to increase stimulation on his current program but had not seen an improvement. It was noted that patient increased it to a point where the stimulation was uncomfortable/almost painful. It was indicated that patient was on program 1 at 2.9 v and could only feel stimulation if he was sitting or lying down. It was reported that patient was switched to program 2 at 4.6 v and was comfortable. Additional information obtained later on (B)(6) 2014 indicated that patient stated he was playing around with setting and had it up to 8 and 9 but could not feel stimulation. The patient reported at first the neurostimulator helped but after a while about a month or two it stopped working. The patient reported currently on program 2 at 4.0 and stimulation was turned on. The patient tried to increase on his current setting but got poor communication and repositioning antenna did not resolve the situation .later in the call it was noted that patient was able to synch and increase stimulation. The patient also mentioned a loss of therapeutic effect. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ewzk, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).